Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
During a data pull for trending the following was discovered on the maude database: ¿the complainant reported that on¿2016 a ¿old morbidly obese male patient with systolic congestive heart failure was admitted to the coronary care lab (ccl) to undergo a primary percutaneous coronary intervention (ppci) for complex multi-vessel coronary artery disease (which included a long occlusion of the left anterior descending artery [lad], a circumflex coronary artery (cx-om) lesion and a severely diseased right coronary artery). The patient also had a compromised ejection fraction of 20%. As a result of the patient's large body mass index and the hemodynamic burden that would occur during this complex pci the physician chose to place the impella cp in the patient. The impella cp was successfully placed in the patient. Shortly following pump placement, it was noted that there was pulsatile blood jetting back from the hemostatic valve of the oscor sheath. The impella was moved back 2cm, as it was out of the apex, but significant blood loss continued. Another clinician moved above the arteriotomy and held pressure while the physician removed the peel away sheath from artery, then peeled away and flushed the repositioning sheath. Multiple attempts were made to advance the repositioning sheath into femoral artery, but it would not pass. Another attempt was made to slide the repositioning sheath into femoral artery without success. The clinician was holding pressure above insertion stick but the patient continued to bleed profusely. At this point another physician assisted the doctor and performed contralateral balloon tamponade from the rfa to the lfa and ballooned alongside the impella catheter at the left femoral artery (lfa) access site. This helped with the bleeding. The first physician then attempted to insert repositioning sheath pulled on the impella catheter and pushed the repositioning sheath at the same time for increased pushability, but this did not work. He then cut the impella catheter and attempted to place a 10fr, 12fr, 14fr cook sheath over the impella catheter, but none fit onto impella catheter, as each sheath just crumpled up at entry site without the dilator. The patient had now lost a significant amount of blood, estimated to be between 750cc's and 1 liter and was hemodynamically unstable. The patient was then started on levophed at 20mcg/min and dopamine at 10mcg/kg/min. The patient was also administered 3 units of blood during this time. His blood pressure got as low as 60/40. The patient became more responsive with better arterial control with the balloon tamponade and manual pressure along with levophed, dopamine and blood products and was alert and oriented. The patient was brought to surgery to remove the device and close the artery. A cut down to femoral artery was performed which revealed an extremely deep femoral artery. The physician reported that he felt the deep femoral artery explained why the repositioning sheath would not advance, as it was straight down and the strength of the impella catheter was not enough to carry the repositioning sheath all the way into the common femoral artery. The femoral artery repair was completed, and it was reported that there was no permanent patient harm or injury.¿ this report was created to capture the10fr cook sheath. The device will not be returned. Please see mw # 1820334-2017-03562 for the 12fr cook sheath and mw # 1820334-2017-03563 for the 14fr cook sheath.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned for evaluation; no images/videos of the failure were provided for review. As the lot number for the sheath is unknown, a representative device could not be obtained. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Upon review of the abiomed IFU it was determined that a valid cook rpn was not listed in the abiomed IFU for use with an impella cp. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. It was reported that a dilator was not inserted in the lumen of the sheath during this event. Dilators are stiff, thick-walled catheters, with a long, tapered end that spreads tissues more easily than diagnostic or therapeutic catheters and provide support to the sheath. This allows the sheath to smoothly traverse the skin and subcutaneous tissues into the vessel. The impella catheter is 9 french (fr); therefore, if a larger french size sheath is introduced over the impella catheter the smooth taper is not formed. As a result, the support for the sheath is not sufficient, and the gaps between the catheter and sheath could resist entering the artery. Based on the information provided, no product returned, and the results of our investigation, the root cause for this event was determined to be related to patient anatomy and method used to introduce the sheath without the dilator over a smaller catheter, which could have led to the sheath crumpling at the entry site. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.